Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion of magnesium. On (B)(6) 2026 at 2242, magnesium sulfate (in water ivpb premix 2g/50ml) infused in ten (10) minutes instead of the intended rate of one (1) hour. The intended order was 50ml/hr with a volume to be infused of 50ml. The magnesium was programmed using barcode scanning, no other medications were infusing at the time of the event. There was patient involvement but no harm.